Event description:
The device was returned for sensor hardware failure (dsps sensor). Upon return, the device was attached to a bracket and powered on. No alarms or errors occurred. A cassette was loaded on to the device and an infusion was run. A red pump alarm was observed when the vr coupler rotated during the infusion. Log files were reviewed and dsps sensor failures were found. The device was opened to inspect for internal damage. No internal damage was identified. The flex cable attached to the vr encoder board was not fully seated. This connection was reseated and an infusion was run again. The device was able to complete an infusion successfully without alarms. Damage was identified on the lever arm boot. The mr sticker has multiple scratches and tears. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The battery hours will be reset on the device by the repair technician after the batteries have been replaced.

Event description:
The following has been reported: biomed reported: "pump problem red alarm. No patient harm or infusion stoppage reported." A preliminary review identified the following issue: sensor hardware failure (dsps sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.